Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed noise on the right ventricular lead. On (B)(6) 2021, the patient presented in clinic and it was noted that the noise was reproducible with isometrics. Also, the noise was being over-sensed, causing pacing inhibition. The patient returned on (B)(6) 2020 for a lead revision. Fluoroscopy showed externalized conductors on the lead. The lead was capped and replaced. The patient was in stable condition.